Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient woke up and noticed his wearable had failed overnight. The patient tried some basic troubleshooting but it was his last sensor and he did not have another one to use. The patient was also wearing an omnipod insulin pump. Approximately three hours later, the patient was feeling exhausted, dehydrated, had increased urination, and then vomited. The patient did not have a glucometer at home and went to the emergency room (ER) for assistance. At the ER, the patient¿s bg meter reading was 527 mg/dl and the patient was diagnosed with dka. The patient was treated with IV insulin, IV fluids, and insulin injections. The patient was discharged on (B)(6) 2026 with a bg meter reading of 200 mg/dl. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.